Event description:
It was reported that during a left hemicolectomy procedure, the scalpel didn't slide properly along the guide of the reload. The right pusher was not activated. With a new reload, the stapler worked properly. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: damaged cartridge, damaged one piece sled, damaged drivers, cartridge. The analysis found that one ecr60g cartridge reload was received for analysis. The reload was received with the right side fully fired; left side partially fired 1/2. Furthermore the cartridge pan was noted to be dislodged from cartridge and was not received for evaluation. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.